Event description:
Event description guidant received information that these two pacemakers (1290/709094 and 1290/709057) were unable to be interrogated, despite using two seperate programmers and wands. During the interogation sessions, the boxed units displayed an out of range error message on the programmers. It was noted that the other devices on the shelf could be successfully interrogated.

Event description:
Guidant received information that these two pacemakers (B)(4) were unable to be interrogated, despite using two separate programmers and wands. During the interrogation sessions, the boxed units displayed an out of range error message on the programmers. It was noted that the other devices on the shelf could be successfully interrogated. Additional information was received that this device was able to be interrogated in a separate room and was subsequently implanted without incident. No further allegations have been reported on this device. The device has since been explanted for normal battery depletion.

Manufacturer narrative:
As of today, the device's have not been returned for analysis. If the device's are returned or if additional information becomes available, this event will be reopened. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, detailed mechanical and electrical testing of the device was performed. The device functioned normally throughout testing. Analysis concluded this device did not experience a component malfunction or premature battery depletion, and replacement indicators were displayed appropriately relative to the actual battery condition. However, service life fell slightly short of longevity expectations as outlined in the instructions for use originally approved for and distributed with this device. This finding is not related to the original field allegation. Analysis was unable to confirm an interrogation issue with this device, the device was able to be successfully interrogated during analysis.